Manufacturer narrative:
(B)(4). On an unreported date three to four days prior to the receipt of this report, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the same day this report was received, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Physioneal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.